Manufacturer narrative:
Correction to g.6.: it as sent initially as initial. However, correct value should be initial and 15-day. The events of extrusion and lymphadenopathy are considered an unexpected adverse drug experience. These events are not addressed in the labeling.

Event description:
Healthcare professional (hcp) reported that patient was injected with 4ml juvéderm volux xc in jawline and 3ml juvéderm voluma® xc in cheeks and chin. Nineteen days later, patient developed swelling, firmness, and tenderness upon palpitation. Patient was prescribed clarithromycin 500mg once daily for 10 day and medrol dose pack. One day later, symptoms improved while patient was out of town. One week later after medrol dose pack was completed, symptoms returned as well as new symptoms of redness and warmth. Patient was prescribed a second medrol dose pack. Six days later, patient reported that two days after completing second medrol dose pack, symptoms returned. Patient was prescribed a third medrol dose pack. Three days later, patient returned to clinic and juvéderm volux xc injection sites (lateral jawline, preauricular, and pre-jowl sulcus) were firm, swollen, and tender. Hcp determined patient was rejecting the juvéderm volux xc. Patient was treated with 4 vials of hylenex® (150mg/1ml). Upon injection of the hylenex®, the juvéderm volux xc oozed out of the sites. Hcp performed "a manual expression at the needle insertion sites and expressed a considerable amount of dermal filler." That night, patient developed painful swelling on both mandibular angles with pain and swelling peaking two days later. One day later, patient asked if they could massage the area or apply ice. Patient took one steroid pill. Patient declined further steroids and offer to dissolve. Four days later, patient was treated with 9 vials of hylenex® (150mg/1ml) in jawline. That night, patient took tylenol. One day later, the area was red and bruised especially on left side, though right side was showed some improvement. Patient began taking steroids that morning and applied warm compress. Five days later, patient was treated with 6 vials of hylenex® (150mg/1ml) in jawline. Four days later, symptoms improved - "diffuse firmness is gone and small, individual nodules are noted...nodules are more prominent in the proximity of the scarring from prior facelifts." Patient was injected in nodules with 9 vials of hylenex® (150mg/1ml) in jawline. One week later, patient was treated with 6 vials of hylenex® (150mg/1ml). Hcp consulted allergan medical science liaison for further treatment options. One day later, patient was prescribed half a tablet of colchicine per day for 7 days and tapering dose of methylprednisone (1 tablet in the morning and half a tablet in the evening, then one tablet per day). Four days later, patient was treated with 5 vials of hylenex® (150mg/1ml) in jawline with "no visible nodules. Not warm to the touch, no erythema is noted. Positive capillary refill is noted along [the] entire jawline/chin." Patient had mild "pih" along lateral jawline from repeated bruising. Three days later, patient developed redness, swelling, and tenderness particularly on the left side. Patient was prescribed doxycycline 100mg for 14 days. Due to the colchicine, patient experienced diarrhea and wanted to decrease the dose of the medication. Hcp advised to keep the current dose as the nodules were improving. Patient was advised to take imodium otc and probiotic to alleviate gi issues from doxycycline and colchicine. Three days later during examination, no pustules were noted, one 3-5mm nodule was present on left pre-jowl sulcus, inferior on the mandible. Patient was treated with 1 vial of hylenex® (150mg/1ml) and prescribed another 7-day course of colchicine 0.6mg. Symptoms showed improvement. Patient had continued with warm compresses and massage to reduce tenderness and swelling. Four days later, patient visited the emergency room and requested a scan as patient felt slightly swollen again along jawline/chin as well as a tiny, red dimple on right jawline. "Skin has color to it and no signs of pustules." Patient believed they were experiencing necrosis and osteomyelitis. Patient's CT scan came back normal, "no concerns and [the] wb cell count was back to normal." Patient requested an alternative to the anti-inflammatory and was advised to stay on it for 3 days. One day later, swelling progressed throughout the day and treated with heat and massage. Two days later, patient developed small bumps on left side of face. Patient also reported developed nerve pain and numbness at left mandibular angle. Sensation test showed patient could feel the hcp and tell the difference between sharp and soft. Patient was encouraged to stop smoking. Patient was advised "current fluctuation of swelling is attributed to lymphatic swelling...skin color capillary refill, turgor is all within normal limits." Patient was advised to start weaning off the all steroids and finish course of colchicine and doxycycline. Four days later, patient stopped doxycycline, medrol, and colchicine. One day later, patient developed more "nerve like" pain when touched. Patient requested additional steroid prescription. Patient was advised to continue lymphatic massage and ibuprofen 400mg twice a day instead. Hcp noted, "with palpation there is only one 6-7mm lymph node that is palpable, soft, moveable, and with pressure/massage the volume dissipates, but slowly returns over several minutes. Capillary refill is within normal limits, skin color and turgor all also within normal limits." Patient declined to take the ibuprofen and took tylenol twice and continued smoking. Patient requested more hylenex®, and hcp declined as patient's body needs to adjust to no longer being on medication. Patient was encouraged to received a hydrafacial with lymphatic massage and 4u kenalog was injected into one lymph node on left gonial angle. Patient was instructed to take ibuprofen/naproxen 400mg twice a day. That night, all the swelling returned; patient took two more methylprednisone. Photos did not show any swelling. Patient demanded more medrol and colchicine. Upon in-person review, hcp observed mild pinkness in medial cheek and jowl where filler had not been placed and was attributed to hydrafacial. Patient was advised to stop products without retinol. Patient was prescribed additional medrol dose pack and colchicine with zero refills. Eight days later, clinic director advised all steroid medication stopped. Director advised patient that the juvéderm voluma® xc did not migrate when patient expressed concerns and that the nodule in left gonial area could not be palpated. Patient reported that it comes and goes and that their "face gets 'ropey' and goes numb." Patient also experiences sharp pains from time to time. Patient did not stop retinol products. Patient reported itchiness when they originally went out of town and developed bruising on legs, though there had been no recent itching. Hcp advised that patient may have autoimmune disorder that may be precipitating symptoms. Six days later, patient developed fluid pocket under left eye and rash on back. Hcp advised it was presenting like shingles. Patient was advised to go to internist for antiviral prescription. Patient developed new swelling in lips where filler was injected over a year prior. Patient advised that lip swelling occurs whenever patient drinks alcohol and is unrelated. However, patient believes that all other symptoms including shingles are due to juvéderm volux xc in jawline. Patient had another CT scan with clear results. Patient was prescribed keflex instead of doxycycline. Patient reported pain in left cheek and fever but no fever was detected upon measurement. Patient continued icing and ibuprofen. Nine days later, patient was treated with 9 vials of hylenex® (150mg/1ml) in cheeks, though there were no symptoms in cheeks. Ultrasound showed no filler in jawline and the presence of filler in each cheek. One week later, patient reported that chewing was painful and lump. Another ultrasound showed no filler in jawline and minimal amounts in the cheeks. Patient was treated with 4 vials of hylenex® (150mg/1ml) and 3u of kenalog 5/10ml in nodule on left jawline. Hcp believes symptoms are resolved, but patient does not as there is ongoing nerve pain. Patient had covid vaccination six months prior to injection. Patient had shingles vaccine three years prior to injection and shingles outbreak one month after the vaccine. Patient had second shingles vaccine approximately a few months later. Patient had two previous facelifts 5 and seven years prior. Patient was concomitantly taking atorvastatin, estrogen, progesterone, vitamin d, and multivitamin. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00531 (allergan complaint #(B)(4)). This MDR is being submitted for the first suspect product, juvéderm volux xc.

Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/3. Continued d.10. Concomitant therapies : progesterone, vit d, multi-vitamin. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that patient was injected with 4ml juvéderm volux xc in jawline and 3ml juvéderm voluma® xc in cheeks and chin. Nineteen days later, patient developed swelling, firmness, and tenderness upon palpitation. Patient was prescribed clarithromycin 500mg once daily for 10 day and medrol dose pack. One day later, symptoms improved while patient was out of town. One week later after medrol dose pack was completed, symptoms returned as well as new symptoms of redness and warmth. Patient was prescribed a second medrol dose pack. Six days later, patient reported that two days after completing second medrol dose pack, symptoms returned. Patient was prescribed a third medrol dose pack. Three days later, patient returned to clinic and juvéderm volux xc injection sites (lateral jawline, preauricular, and pre-jowl sulcus) were firm, swollen, and tender. Hcp determined patient was rejecting the juvéderm volux xc. Patient was treated with 4 vials of hylenex® (150mg/1ml). Upon injection of the hylenex®, the juvéderm volux xc oozed out of the sites. Hcp performed "a manual expression at the needle insertion sites and expressed a considerable amount of dermal filler." That night, patient developed painful swelling on both mandibular angles with pain and swelling peaking two days later. One day later, patient asked if they could massage the area or apply ice. Patient took one steroid pill. Patient declined further steroids and offer to dissolve. Four days later, patient was treated with 9 vials of hylenex® (150mg/1ml) in jawline. That night, patient took tylenol. One day later, the area was red and bruised especially on left side, though right side was showed some improvement. Patient began taking steroids that morning and applied warm compress. Five days later, patient was treated with 6 vials of hylenex® (150mg/1ml) in jawline. Four days later, symptoms improved - "diffuse firmness is gone and small, individual nodules are noted...nodules are more prominent in the proximity of the scarring from prior facelifts." Patient was injected in nodules with 9 vials of hylenex® (150mg/1ml) in jawline. One week later, patient was treated with 6 vials of hylenex® (150mg/1ml). Hcp consulted allergan medical science liaison for further treatment options. One day later, patient was prescribed half a tablet of colchicine per day for 7 days and tapering dose of methylprednisone (1 tablet in the morning and half a tablet in the evening, then one tablet per day). Four days later, patient was treated with 5 vials of hylenex® (150mg/1ml) in jawline with "no visible nodules. Not warm to the touch, no erythema is noted. Positive capillary refill is noted along [the] entire jawline/chin." Patient had mild "pih" along lateral jawline from repeated bruising. Three days later, patient developed redness, swelling, and tenderness particularly on the left side. Patient was prescribed doxycycline 100mg for 14 days. Due to the colchicine, patient experienced diarrhea and wanted to decrease the dose of the medication. Hcp advised to keep the current dose as the nodules were improving. Patient was advised to take imodium otc and probiotic to alleviate gi issues from doxycycline and colchicine. Three days later during examination, no pustules were noted, one 3-5mm nodule was present on left pre-jowl sulcus, inferior on the mandible. Patient was treated with 1 vial of hylenex® (150mg/1ml) and prescribed another 7-day course of colchicine 0.6mg. Symptoms showed improvement. Patient had continued with warm compresses and massage to reduce tenderness and swelling. Four days later, patient visited the emergency room and requested a scan as patient felt slightly swollen again along jawline/chin as well as a tiny, red dimple on right jawline. "Skin has color to it and no signs of pustules." Patient believed they were experiencing necrosis and osteomyelitis. Patient's CT scan came back normal, "no concerns and [the] wb cell count was back to normal." Patient requested an alternative to the anti-inflammatory and was advised to stay on it for 3 days. One day later, swelling progressed throughout the day and treated with heat and massage. Two days later, patient developed small bumps on left side of face. Patient also reported developed nerve pain and numbness at left mandibular angle. Sensation test showed patient could feel the hcp and tell the difference between sharp and soft. Patient was encouraged to stop smoking. Patient was advised "current fluctuation of swelling is attributed to lymphatic swelling...skin color capillary refill, turgor is all within normal limits." Patient was advised to start weaning off the all steroids and finish course of colchicine and doxycycline. Four days later, patient stopped doxycycline, medrol, and colchicine. One day later, patient developed more "nerve like" pain when touched. Patient requested additional steroid prescription. Patient was advised to continue lymphatic massage and ibuprofen 400mg twice a day instead. Hcp noted, "with palpation there is only one 6-7mm lymph node that is palpable, soft, moveable, and with pressure/massage the volume dissipates, but slowly returns over several minutes. Capillary refill is within normal limits, skin color and turgor all also within normal limits." Patient declined to take the ibuprofen and took tylenol twice and continued smoking. Patient requested more hylenex®, and hcp declined as patient's body needs to adjust to no longer being on medication. Patient was encouraged to received a hydrafacial with lymphatic massage and 4u kenalog was injected into one lymph node on left gonial angle. Patient was instructed to take ibuprofen/naproxen 400mg twice a day. That night, all the swelling returned; patient took two more methylprednisone. Photos did not show any swelling. Patient demanded more medrol and colchicine. Upon in-person review, hcp observed mild pinkness in medial cheek and jowl where filler had not been placed and was attributed to hydrafacial. Patient was advised to stop products without retinol. Patient was prescribed additional medrol dose pack and colchicine with zero refills. Eight days later, clinic director advised all steroid medication stopped. Director advised patient that the juvéderm voluma® xc did not migrate when patient expressed concerns and that the nodule in left gonial area could not be palpated. Patient reported that it comes and goes and that their "face gets 'ropey' and goes numb." Patient also experiences sharp pains from time to time. Patient did not stop retinol products. Patient reported itchiness when they originally went out of town and developed bruising on legs, though there had been no recent itching. Hcp advised that patient may have autoimmune disorder that may be precipitating symptoms. Six days later, patient developed fluid pocket under left eye and rash on back. Hcp advised it was presenting like shingles. Patient was advised to go to internist for antiviral prescription. Patient developed new swelling in lips where filler was injected over a year prior. Patient advised that lip swelling occurs whenever patient drinks alcohol and is unrelated. However, patient believes that all other symptoms including shingles are due to juvéderm volux xc in jawline. Patient had another CT scan with clear results. Patient was prescribed keflex instead of doxycycline. Patient reported pain in left cheek and fever but no fever was detected upon measurement. Patient continued icing and ibuprofen. Nine days later, patient was treated with 9 vials of hylenex® (150mg/1ml) in cheeks, though there were no symptoms in cheeks. Ultrasound showed no filler in jawline and the presence of filler in each cheek. One week later, patient reported that chewing was painful and lump. Another ultrasound showed no filler in jawline and minimal amounts in the cheeks. Patient was treated with 4 vials of hylenex® (150mg/1ml) and 3u of kenalog 5/10ml in nodule on left jawline. Hcp believes symptoms are resolved, but patient does not as there is ongoing nerve pain. Patient had covid vaccination six months prior to injection. Patient had shingles vaccine three years prior to injection and shingles outbreak one month after the vaccine. Patient had second shingles vaccine approximately a few months later. Patient had two previous facelifts 5 and seven years prior. Patient was concomitantly taking atorvastatin, estrogen, progesterone, vitamin d, and multivitamin. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00531 (allergan complaint #2792912). This MDR is being submitted for the first suspect product, juvéderm volux xc.